Event description:
The surgeon reported that the patient had a revision of a total hip (exter stem). He reported that during the operation the extracted stem showed some corrosion and at the same level as the corrosion on the stem, there was some fretting in the cement mantle.